Event description:
It was reported that the customer experienced high blood glucose readings of 500 mg/dl. Customer stated that they have treated with a manual injection. Customer received a button error alarm on the insulin pump and the reservoir and battery compartments were cracked. Customer also mentioned that the reservoir may have leaked when changing the infusion set. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip, and a cracked case at a reservoir tube window corner. The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.